Manufacturer narrative:
The comfort bite splint was manufactured per patient's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was smooth and no major cracks were found. The device's layers were intact and did not separate. The device was very clean with no discoloration observed. The case was returned in a good condition with the label. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.

Manufacturer narrative:
The device was received and the evaluation is anticipated, however not yet begun. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction after wearing a mouthguard for "a couple of days." The patient experienced "what felt like sores all over my mouth and my tongue and had raw spots along the edges." The patient kept wearing the device for over a week to see if the reaction would get better; however, it did not. The reaction resolved and the patient's mouth healed after "about 10 days." Patient has allergies to latex, bananas, and sulfa antibiotics. The patient has no relevant pre-existing conditions. The mouthguard did not have any adjustments made to it and it was cleaned with warm water prior to delivery to the patient. The event date is unknown, per received information.